Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. Two gladiator elite balloon catheters, a 12.0x40, 75cm and a 10.0x80, 75cm, were used consecutively for dilatation. However, during inflation, the balloons ruptured. No patient complications were reported.

Manufacturer narrative:
A gladiator elite 12.0 x40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A small longitudinal tear was identified, measuring 1mm in length. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. Two gladiator elite balloon catheters, a 12.0x40, 75cm and a 10.0x80, 75cm, were used consecutively for dilatation. However, during inflation, the balloons ruptured. No patient complications were reported.